Event description:
Caller reported cartridge alarm 30. Customer's blood glucose level due to the issue was unspecified but displayed as "high." Customer took corrective action by performing a correction injection via manual daily injections without needing third-party assistance. Technical support arranged for a pump replacement, confirmed shipping details, and instructed the caller on managing the current pump before returning it. A replacement pump with updated software was prepared and sent to the customer.